Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? None reported -could you confirm if the event reported in the four cases occurred with the same lot? Unknown. - if not, could you confirm the lot number involved in each case? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported by the ahs that during a cerclage procedure, when nurse loaded suture, the white suture material attached to the needle came apart. The needle and the white suture material were separated. The issue occurred multiple times. No other details provided. No adverse patient consequences were reported. Additional information was requested.